Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl. Reportedly, the customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.